Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that the first digit on a consumer's blood glucose meter stopped displaying. No decision to treat was made on the alleged faulty meter. The meter will be returned for evaluation.